Event description:
Received FDA report (B)(4) (redacted) in which patient reported being nearsighted -6.5 diopter but no astigmatism present pre-treatment. Treatment occurred in 2010. Patient reported after treatment severe dry eye for the next 6 months and still was hard after the initial adaptation period. Patient claims that vision was good near and far if lightning was good and no glasses were needed for normal things (no details provided). Patient's vision continue to become more farsighted in the past 5 years and needs to use glasses more and more. Patient is complaining of light sensitivity, night driving and glare problems and astigmatism post treatment.

Manufacturer narrative:
(B)(4). Serial number of system is unknown and the surgery occurred in 2010. All pertinent information available to abbott medical optics has been submitted. Placeholder.